Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated that the insulin pump was not working. Customer stated that the insulin pump was cracked and chunk of plastic fell off.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Customer returned pump for alleged harm reported, with no allegation of device deficiency, blank display, cosmetic damage located at the battery compartment, and high bg found on october 7, 2022. The pump passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. No pump errors, insulin flow blocked alarms, unexpected battery alerts, or anomalies noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump errors, insulin flow blocked alarms, or unexpected battery alerts were found in the history files on or near the event date. The pump was cut open for visual inspection and found dried insulin in the motor slide and moisture damage on pcba 1, pcba 2, and force sensor.test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, broken battery tube threads, cracked case-corner of belt clip rails, label damage, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Pump passed full drive test and full functional test. Unable to confirm high bg. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. No problem was found in the device during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia of blood glucose value 375 mg/dl and customer reported pump cracked and display went blank. Troubleshooting was performed and issue could not be resolved. The customer reported pump cracked and a plastic fell off from the device. The crack was found on the battery compartment. Smart guard/auto mode was not active at the time of event. No harm requiring medical intervention was reported. Customer was advised that the product will be replaced. The customer will discontinue the use of the device. The product will be returned for failure analysis.